Event description:
It was reported that the user experienced sustained high blood glucose reported at 401 mg/dl and pump occlusion alerts, continued to ghost announce meals to prompt corrections, and had insulin deliveries stopped until changing infusion set and cartridge, after which glucose began trending down. The event involved an improper or incorrect use procedure related to the user interface. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem, with the medical device problem characterized as improper or incorrect procedure or method and the involved component being the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.